Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort. It is alleged that diagnostic workup revealed the presence of markedly increases levels of metal ions in the patient's blood and imaging revealed the potential existence of a fluid collection about the hip prosthesis. It is further alleged that the patient's blood levels collected on (B)(6) 2013 were at 5.1 ug/l/ the patient has been attempting to deal with his elevated metal ions in his blood by using various therapies. If those therapies do not work he will need to be revised.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. An event reporting elevated blood metal levels (altr) involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. The device remains implanted. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: not performed, the device was not properly identified. -complaint history review: not performed, the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, x-rays and the primary operative report as well as patient history and follow up notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device implanted.